Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display. This report is made based on results of investigation completed on 05/21/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/21/2015 with the following findings: during testing, the pump was powered on and the display screen appeared dim and discolored. Unrelated to this issue, the bolus button cover and the internal button slug were missing. Initial reporter: (B)(6).